Manufacturer narrative:
Product code: obj, itx.

Event description:
It was reported that device perforation occurred. The patient presented for a lower extremity venous intervention. When the opticross35 imaging catheter was being loaded onto the guidewire, the wire punctured through the lumen of the catheter and exited close to the distal end of the catheter and not through the wire lumen hub on the proximal end. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. A perforation was observed in the sheath near the kinked section.

Event description:
It was reported that device perforation occurred. The patient presented for a lower extremity venous intervention. When the opticross35 imaging catheter was being loaded onto the guidewire, the wire punctured through the lumen of the catheter and exited close to the distal end of the catheter and not through the wire lumen hub on the proximal end. The procedure was completed with another of the same device. There were no patient complications.